Manufacturer narrative:
E1: initial reporter address: (B)(6). H10: the actual device was not available; however, photographs and video of the sample was provided for evaluation. During visual inspection of the provided photographic sample, leakage was observed originating from the effluent pump. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the effluent pump of a prismaflex m150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.